Event description:
It was reported that the insulin pump alarmed button error and had an intermittently responsive keypad. The blood glucose reading was 97 mg/dl. The customer stated that he took the battery out, reinserted it, and the insulin pump seemed to work. He stated that, when he performed a bolus, he could not get to a screen in the bolus menu. He stated that he could only set a bolus and turn on the light. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.